Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k12241010-0330) was used first, and it was installed on the system 3 times and fired 3 reloads (1 blue, followed by 2 green). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload, via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, the second sureform 60 stapler instrument (part #480460-09, lot #k12241010-0327) used was installed on the system 7 times and fired 7 reloads (2 black, 1 blue, 2 black, 2 white, in that order). On installs 1, 6, and 7, the first clamps were successful, and the firings were each completed with 1 pause for compression. On all other installs, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) and paraesophageal hiatal hernia repair procedure, tissue was pushed and not properly stapled or cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. During the firing sequence there were no error messages; however, tissue was pushed away from the staple line. When the firing sequence was complete, there were stacked staples on both sides of the stomach, resulting in a hole. Additional sutures were required to repair the defect in the stomach. The procedure was completed robotically. The patient is recovering well.